Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that components within the unit were out of the drive chassis. Drives were reported to come out and degrade after some use.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer of the viewing station of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while testing in a cadaver lab, the imaging system displayed a generator disables warning. Restarting the imaging system restored functionality. It was noted that the issue occurred three times during the training. There was no patient present when this issue was identified. No additional information was provided.